Manufacturer narrative:
Based on information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the patient¿s alleged post-operative complications. The following information is unknown: the specific date the da vinci-assisted surgical procedure was performed, what hospital the surgical procedure was performed, and the names of the patient and surgeon. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted hysterectomy procedure, the patient allegedly experienced vaginal cuff dehiscence with vaginal cuff cellulitis and a pelvic abscess. As a result, the patient required subsequent surgery. However, the root causes of the patient¿s post-operative complications are unknown.

Event description:
It was reported through a social media blog that after undergoing a da vinci-assisted hysterectomy procedure in 2013, the patient was found to have sustained vaginal cuff dehiscence with vaginal cuff cellulitis and a pelvic abscess. As a result, the patient underwent subsequent surgery. The patient has also reportedly experienced chronic pain. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.